Event description:
Explant of the cup due to prosthetic infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion regarding the reported event with the information available. The patient was primarily implanted in november 2009 and revised for infection on july 30, 2013. It is reasonable to conclude the devices contributed to the patients reported infection more than three years post implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated.